Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited noise on the both the rate/sense and shock channels. The noise was oversensed and led to the delivery of inappropriate shock therapy to the patient. Isometrics and pocket manipulation were performed; the noise was reproducible and an inhibition of ventricular pacing was observed.